Manufacturer narrative:
H.6. Investigation: no photos or samples were received. Additional attempts to get more information were made, however, the customer confirmed that no additional information was available. The DHR review was not performed due to the lot number was not provided by customer. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same part number throughout the last twelve months. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process because there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility. H3 other text : see h.10.

Event description:
It was reported that 2 sharps coll 1qt red had no lids. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, during inspection, it was found that there was no lid."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 sharps coll 1qt red had no lids. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer's report, during inspection, it was found that there was no lid."